Event description:
During rotator cuff repair the needle broke when passing suture through the tissue. The area was suctioned, however, it could not be determined if the piece of the needle was removed. It was reported that there was no pt injury or complications.